Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that malfunction with the ip pc. The fse replaced the ip-pc and installed the software. After replacement of the ip-pc and installation of the software, the system was returned to use in good working order. ¿ the codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the image processing pc (ippc) would not boot up. There was no report of harm. Philips has started an investigation of this complaint.